Manufacturer narrative:
Additional information was received that this case is no longer reportable. Per the fe's response, the customer states the regulator has no effect on the device. [Non-hazardous] with no evidence of a device malfunction, this case is not hazardous.

Manufacturer narrative:
A ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. A: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a potential over delivery of pressure. There was no patient involvement.